Manufacturer narrative:
Cont. From d.11: syringe additional information added to: d11 correction: b3 patient initials (a1) were not provided. The customer¿s reported complaint of a suspected over infusion of lipid drip was confirmed. ¿ based on log analysis results, lipid drip was initially programmed via a remote infusion on (B)(6) 2020 at a rate of 0.68ml/h. On (B)(6) 2020 at 3:24:04 am the rate was changed to 7ml/h. At 4:46 am, the user changed the rate to 0.7ml/h. The volume infused while programmed at 7 ml/h was about 10 mls. At 6:03 am, the device was channeled off, recording a pvi of 121.41ml. The total calculated volume infused was 13.5ml. Infusion rates of 4.46ml/hr and 5.6ml/hr were not identified in review of the logs on the suspected time of the event. ¿ test results derived from a functional test and asm accuracy tests demonstrated the syringe module operating within specification. The probable root cause of the customer¿s experience of an over infusion was determined to be the result of user programming. The intended rate of infusion was reported to have been 0.7 ml/h, however the device was found to have been programmed to infuse at 7 ml/h for a period of 1 hour and 22 minutes, infusing about 10 mls in that period of time. Test results demonstrated the syringe module operating as intended and showing within specification for accuracy. The event administration set was not returned. Device history review: review of the syringe module s/n (B)(6) service history record showed the device had a manufacture date of 06jan2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 14-jul-2020 and indicated that this device has been returned to service. On 11aug2016, the device was returned for split nut recall. The recall servicing was completed. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the returned device. The report on pcu s/n (B)(6) as a suspect is captured under manufacturer report number 2016493-2020-02187.

Event description:
It was reported from the neonatal intensive care unit (nicu) that there was an over-infusion event involving a syringe module on an order for lipids to infuse over about 24 hours at a rate of 0.7ml/hr in a syringe with 25ml of IV lipids. The nurse utilized aware by scanning the syringe and device prior to starting the infusion. During hours 3-4 the rate was 4.46ml/hr, and during hours 4-5 the rate was 5.6ml/hr. The infusion was then stopped and new devices were used to complete the infusion with out issue. The neonate was observed for 3 more days in the nicu and no adverse consequences from this event were observed.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported from the neonatal intensive care unit (nicu) that there was an over-infusion event involving a syringe module on an order for lipids to infuse over about 24 hours at a rate of 0.7ml/hr in a syringe with 25ml of IV lipids. The nurse utilized iaware by scanning the syringe and device prior to starting the infusion. During hours 3-4 the rate was 4.46ml/hr, and during hours 4-5 the rate was 5.6ml/hr. The infusion was then stopped and new devices were used to complete the infusion with out issue. The neonate was observed for 3 more days in the nicu and no adverse consequences from this event were observed.